Event description:
Additional information was received that this device was later explanted and returned for reliability analysis.

Event description:
Boston scientific received information that during a non-device related procedure, ventricular pacing was observed at 78 beats per minute (bpm). Following the procedure, atrial pacing was observed at 130bpm. The patient reportedly felt fine. The health care professional (hcp) placed a magnet over the device area and pacing was observed at 90bpm. The device was reprogrammed and outputs were increased to five volts. The sales representative removed the magnet and the patient went asystolic. Technical services (ts) was consulted and discussed the likelihood of interaction between the minute ventilator (mv) sensor and the monitor causing pacing at the maximum sensing rate (msr). Ts and the sales representative performed troubleshooting, and the magnet was kept in place and the external monitoring equipment was removed and the patient was connected to the programmer ECG. The sales representative was then able to view appropriate sensing and pacing. Threshold test results were similar to that of pre-procedure results. It was concluded that the external monitoring equipment resulted in interference, causing oversensing which led to pacing inhibition. No further complications were observed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.